Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer provided a blood glucose level of 81 mg/dl. Reportedly, customer completed multiple infusion set changes to address the issue.